Event description:
On (B)(6) 2023, a patient (pt) in japan called to report a diagnosis of corneal ulcer ¿about 1 ½ years ago¿ while wearing an unknown acuvue brand contact lens (cl). The pt refused to provide any additional details regarding the corneal ulcer event. It is unknown what acuvue brand contact lens the pt was wearing at the time of the event. The affected eye was not provided. The date of the event is documented as (B)(6) 2022 as the actual date of the corneal ulcer event is unknown. The corneal ulcer is being reported as a worst-case event as we were unable to verify the pt¿s diagnosis and treatment with the treating doctor. The suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : suspect product discarded.